Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.